Manufacturer narrative:
The device referenced in this report was forwarded to an off-site microbiological laboratory for culturing and sterilization prior to performing a physical eval on the device. The laboratory results indicated that (B)(6) was recovered from the endoscope. The device was subsequently returned to olympus for eval. The eval found evidence of white residue inside the balloon suction channel port, balloon water channel port, and suction cylinder port. A slight reddish residue was noted in the channel mount, bending section and instrument channel port near the distal end. The suction channel was also noted to be kinked below the suction cylinder. Additionally, there were deep scratches and cracks noted on the probe unit, which was attributed to physical damage. The cause of the reported phenomenon cannot be conclusively determined. An olympus endoscopy support specialist has been dispatched to provide the user facility in-service training on appropriate reprocessing of endoscopes. If significant, additional info becomes available later, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the device was cultured as part of the user facility's routine infection control monitoring process. The channels of the device were said to have been flushed and cultured. An initial culture was said to be positive, and the device was subsequently reprocessed and re-cultured. The repeat cultures were reportedly positive for (B)(6). The user facility reported that the infection control department had performed an internal investigation and stated that there have been no reports of pt infections associated with this matter.